Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. The lot number for the device is unknown at the time of this report; therefore, section d4 could not be completed, including the UDI number. Additional event information has been requested.

Event description:
Procedure description it was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using an unknown delivery system. During procedure, the patient had suddenly no aortic pressure (asystole) and despite reanimation the patient did not recover. A transthoracic echocardiogram (tte) showed massive pericardial effusion (tamponade and a pericardiocentesis was performed. After that, no recovery to the patient was noted and had persistent ventricular fibrillation. They decided to do a sternotomy; a rupture of the left ventricle appeared to be the problem due to perforation with the tavi guidewire. The patient passed away during the procedure. Has the healthcare professional stated that they believe the patient or user experienced adverse health consequences due to the performance of the product?: no. Patient status: dead. Product replacement: was the product replaced?: no. Question: was there an abbott employee present for during procedure? Answer: yes. Question: was the delivery system used an abbott product? If yes, please provide model and batch/lot number. Answer: fnav-ds-lg, lot 10572353. Question: at what point of the procedure, "the patient had suddenly no aortic pressure (asystole) and despite reanimation the patient did not recover." Was noted? Answer: during deployment of valve ( at 80%) just after 1st resheath question: was a pericardial effusion noted prior to procedure? Answer: no. Question: does the user believe an abbott device caused the pericardial effusion? Answer: yes, the circulo guidewire has caused a perforation in the lv. Question: if the user believes an abbott device caused the pericardial effusion, please specify which one. Answer: circulo-xs, lot unknown. Question: if the pericardial effusion was not related to the abbott device, what does the user believe caused the pericardial effusion? Answer: perforation. Question: did the physician(s) conclude that cardiac tamponade was present? Answer: yes, by tte confirmed. Question: was the valve ever re-sheathed more than two times? If yes, is the physician aware of the IFU warning against this? Answer: 1 time. Question: during the procedure, what were the patient's activated clotting time (act) levels? Answer: around 300-350. Question: during the procedure, was heparin administered? If so, how much? Answer: yes, 100 ie/kg (standard protocol). Question: during the procedure, was there any difficulty implanting the device, such as multiple manipulations? Answer: no, with 1st attempt just too high at the lcc ( in lao view), so need for resheathing. Maybe too much push on the gw by the 2nd implanter? Question: please provide the serial number of the 27mm navitor vision valve? Answer: (B)(6). Question: please confirm was the 27mm navitor vision valve remain implanted? Answer: yes. Question: did they administer any protamine or reversal agent during procedure or after the procedure? Answer: no. Question: were there multiple wire or delivery sheath exchanges? Answer: no, not more than usual procedure. Question: what was the cause of death? Answer: rupture of the free wall of the lv. Question: what was the patient's condition prior to the implant procedure? Answer: good. Question: what was the patient's condition after the implant procedure? Answer: she died just after the implantation of the valve (in the cathlab). Question: does the implanter classify this death as being related to the performance of the implanted device, or likely related to the procedure and the patient's comorbidities? (I.e. Inquire about the function of the implanted product if applicable). Answer: the procedure (wrong manipulation gw). Question: could you please provide operative notes from the procedure, with identifiable patient information redacted if applicable? Answer: predil with a 22mm balloon. Start deployment in cusp overlap view. 1 resheath because of too high position lcc in laa view. Just after resheath and implantation at 80%, (B)(6) > reanimation, intubation. Tte showed tamponade and pericardial effusion> pericardial puncture> no recovery> sternotomy> (B)(6) died. Question: please provide implant procedural imaging, including echocardiography and angiography? Dictated reports of any therapeutic interventions? If not available, please provide a justification. (Please redact any identifiable patient information.) Answer: media was provided with the complaint. Additional information received from the distributor on (B)(6) 2025: question: what is the context of the image? Was this before, during, or after CPR? Answer: after. Question: was the guidewire location verified prior to deployment of the valve? Answer: yes. Question: was the distal curve of the guidewire visualized during deployment of the valve? Answer: yes. Question: has abbott's medical team reviewed the media, and can you provide a summary of findings? Answer: guidewire must have perforated the lv during first deployment or resheathing the 1st time. Question: please list all the other devices used during the procedure, include the model, brand name, sizes, etc.? Answer: nvtr-ls-lg+: (B)(6) / nvro-27: (B)(6)/ fnav-ds-lg: (B)(6)/ circulo-xs. Question: please confirm was the curve of the circulo guidewire constrained within a catheter during insertion into and withdrawal from the body or treatment site? Answer: yes. Question: please confirm was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: yes, however there could have been residual push. Question: could you please verify if circulo is still available for analysis and if yes, what is the projected date of the device return to integer/lake region medical? Answer: no. Question: if circulo is not available to be returned, what is the reason for no return? Answer: in the periprocedural rush the gw was thrown away. Question: is this a new user or experience user? Answer: experienced. Questions regarding the navitor valve: question: please confirm was there any issues noted on the navitor valve? Answer: no. Question: was the navitor valve performed as intended? Answer: yes.

Manufacturer narrative:
This medwatch report is an update to the previous report to include the following additional information: the medical device referenced in part d of the initial 30 day report is not marketed in the united states and does not have a gudid entry. However, a similar device (circulo, model daibw-001) is marketed in the u.s. And shares comparable design and functionality. This report is being submitted to ensure compliance with FDA requirements under 21 cfr part 803.

Manufacturer narrative:
This medwatch report is an update to the previous report. The device involved in the event was discarded therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A further evaluation of the available and provided information including imaging was undertaken by an interventional cardiologist on behalf of the manufacturer. Summary provided by the interventional cardiologist: 1. From the cine images provided, it appears that the left ventricle size is small. In patients with a small left ventricle, there is always a higher risk for the wire to be positioned too deep in the left ventricle during tavr. 2. In one bav image, the left ventricle apex is not visible. The guidewire appears to be positioned much deeper in comparison to the other images provided for review. 3. Another image provided shows the tavr device loaded. From the time of positioning the guidewire and until the tavr valve gets loaded and deployed, the wire can move too deep into theleft ventricle during tavr valve advancement without maintaining control of the guidewire. That particular loss of control of guidewire and inadvertent advancement of the wire into the left ventricle is not documented. When the operators realize the wire got inadvertently advanced into the left ventricle too deep, the immediate reaction is to pull the wire back into the ideal position. That sequence, the majority of time, happens during regular fluoro imaging rather than cine imaging. It is extremely hard to document it. This inadvertent advancement of the guidewire is obvious in the left ventricle angiogram where the pigtail catheter had been advanced deep into the left ventricle almost double the usual length. 4. Conclusion from provided information: the left ventricle angiogram indicates contrast appears to be leaving the left ventricle at the apex which reinforces my impression that there is a high chance that the guidewire, which was positioned deep in the left ventricle to start with. During the subsequent steps of the tavr procedure, the wire was inadvertently advanced much further, causing left ventricle perforation. The following information from the user information, warnings, and procedure sections are included in the device instructions for use and inform the users of steps to take to prevent ventricle perforation from occurring. As indicated in the user information: the guidewire should be used only by physicians or clinicians trained in the introduction and placement of interventional devices within the chambers of the heart, including those used during transcatheter aortic valve procedures. As indicated in the device instructions for use warnings: 1. The guidewire should be used only by physicians trained in the introduction and placement of interventional devices including those used within transcatheter aortic valve procedures. 2. Carefully read all instructions prior to use. Observe all warnings and precautions. Failure to do so may result in complications. 4. Monitor guidewire position throughout the procedure for proper placement of curve and distal tip. 9. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high- resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. 11. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. As indicated in the device instructions for use procedure: 10. Advance the interventional device over the guidewire while maintaining guidewire position. A. Visibly monitor the guidewire double curve when advancing or withdrawing a catheter or interventional device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Arrhythmia, pericardial effusion, cardiac tamponade, cardiac perforation, and death are known potential adverse events and are listed in the circulo device instructions for use.